Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. The device was evaluated and the reported issue was confirmed as it was noted that the chiller had an intermittent fault. The faulty chiller has been replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had intermittent chiller fault. Per review of wo on 08may2023, the faulty chiller would be replaced.

Event description:
It was reported that the arctic sun device had intermittent chiller fault. Per review of wo on 08may2023, the faulty chiller would be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.